Event description:
It was reported that the clip broke into two pieces during use.

Manufacturer narrative:
Qn#(B)(4). The customer returned one cartridge 544240 hemolok l clips 6/cart 84/box for investigation. The cartridge was returned with its lid stock and its original packaging opened. The cartridge was visually examined with and without magnification. Visual examination of the cartridge revealed that the cartridge was returned with two intact clips remaining in it. The clips in the cartridge had indications of mis-molding near the hooks, which could cause the hooks to break upon application. Since the clips are a purchased part, mis-molding of the clips is a supplier related issue. Functional inspection was performed on the returned clips in the cartridge. A lab inventory clip applier was used. The clips were able to load properly into the jaws of the applier and were successfully applied to over-stressed surgical tubing. R & d was consulted and although the clips were successfully applied to over-stressed surgical tubing, the clips had indications of mis-molding near the hooks, which could cause the hooks to break upon application. Since the clips are a purchased part, mis-molding of the clips is a supplier related issue. A CAPA has been previously opened to further investigate issues related to clip breakages. The IFU for this product, l06110, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." The clips had indications of mis-molding near the hooks, which could cause the hooks to break upon application. Since the clips are a purchased part, mis-molding of the clips is a supplier related issue. A CAPA has been previously opened to further investigate issues related to clip breakages. The reported complaint of "clip broken" was confirmed based upon the sample received. One cartridge was returned with two intact clips remaining. The clips had indications of mis-molding near the hooks, which could cause the hooks to break upon application. Upon functional inspection, the clips were able to load properly into the jaws of the applier and were successfully applied to over-stressed surgical tubing. R & d was consulted and although the clips were successfully applied to over-stressed surgical tubing, the clips had indications of mis-molding near the hooks. Since the clips are a purchased part, mis-molding of the clips is a supplier related issue. A CAPA has been previously opened to further investigate issues related to clip breakages.

Manufacturer narrative:
(B)(4). The device history review for the product hemolok l clips 6/cart 84/box lot # 73f1700313 investigation did not show issues related to the complaint. The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the clip broke into two pieces during use.